Event description:
It was reported that the ventricular lead exhibited an insulation breach, low impedance, and loss of capture. Clavicular crush was suspected. The lead was capped and replaced. The patient was well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.